Manufacturer narrative:
Conclusion: based on information received from the field and investigation results, it is not possible to confirm a root cause for the reported problem. The device was received incomplete; part of the conductive link and floating mass transducer is missing. Damages found during investigation are most likely related to the removal surgery. The available parts appear otherwise intact. This is a final report.

Event description:
The user reported that while sitting in the car she suddenly was not able to hear anything with the device. The device has been explanted.

Event description:
The user reported that while sitting in the car she suddenly was not able to hear anything with the device. The device has been explanted but despite being requested it has still not been received for investigation.

Manufacturer narrative:
Additional information: currently available information is indicative for a device failure. However, to determine an exact root cause of the failure, a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that while sitting in the car she suddenly was not able to hear anything with the device.